Manufacturer narrative:
Follow-up #1 date of submission 08/20/2013 - device evaluation: the pump has been returned and evaluated by product analysis on 07/25/2013 with the following findings: during investigation, pump reboots were observed in the pump¿s black box history. The returned battery cap and battery compartment were not damaged. The battery cap fully attached to the pump and found to be within specifications. During testing, no intermittent power issues were experienced with the returned battery cap or the pump. The pump was exercised on the 24 hour duration test and no power issues observed during testing. The pump cover was removed; no evidence of internal moisture or damage to the power circuit or battery flex was found. The power issue was verified in the pump history but could not be duplicated during the investigation.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (intermittent power) issue. Reportedly, the pump rebooted without user intervention. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.